Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # r58548. Device analysis: the analysis found that one plee60a device was returned with no apparent damage with a gst60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please explain more event details? Not many. I was called to the room after the event. Did the device partially fire (start to deploy staples and cut but could not be completed where the cut line and staple line were approximately equal in length)? It appears that the stapler fired 50% of the reload and stopped. How did the staples in the tissue appear (b-formation, irregular, legs straight)? Those that fired were bs. The staple line became more irregular towards the end of the misfired reload. Were the staples not visible or missing on any of the staple lines (incomplete staple line)? Not that I was told or could see upon my arrival.

Event description:
It was reported that the during a laparoscopic gastric bypass procedure, the powered echelon with gold reload did not complete firing sequence when creating stomach pouch.the surgeon continued as normal and oversewed the staple line on both the gastric pouch and the remnant where the firing issue occurred. The were no patient consequences reported.